Manufacturer narrative:
Visual evaluation of the returned device found heavy residue on the device, which caused resistance during extension and retraction of the array. The tines were found to be properly formed and evenly spaced. The conductivity of the electrode was measured and the electrode was able to conduct current according to specification. The returned device could not be functionally evaluated with respect to insufficient roll-off and puncture burn while in use. However, based on the available information, the investigation concluded that the reported events are inherent known risks associated with the use of this device. Per the leveen needle electrode family directions for use, (dfu), "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance, and also may show little, if any, change in tissue with appropriate image monitoring due to the overwhelming heat-sink effect of localized blood flow. If there has been little to no rise in impedance after 15 minutes have elapsed, determine with the appropriate imaging method the location of the tines of the electrode in relation to a region of high vascularity (e.g., blood vessels). If appropriate, reposition the electrode approximately 0.5 cm (5 mm) proximal or distal to the region of high vascularity prior to resuming the application of radiofrequency (rf) energy into the tissue." Additionally, the dfu states that the ¿use of this device results in localized elevated temperatures that can cause thermal injury to the skin if the electrode is deployed in a shallow position. In addition, tissue or organs adjacent to the tissue being ablated may be injured thermally.¿ finally, burns are listed in the dfu as a potential adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and the information available suggests this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) failure to achieve roll-off. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system was used during a radiofrequency ablation (rfa) procedure in the liver (segment vii) performed on (B)(6) 2013. According to the complainant, once the procedure was completed and the electrode was withdrawn, a third degree puncture burn was noted at the site of the electrode. The burn was treated and, following the treatment, the patient's condition was reported to be stable. The patient was also given morphine for the pain associated with the burn. It was also reported that a p4 error message (high current ¿ pad 4) was received sometime during the procedure. However, the error was resolved and the procedure then continued. There is no alleged malfunction of the grounding pads used during the procedure.

Manufacturer narrative:
It was reported the patient is over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system was used during a radiofrequency ablation (rfa) procedure in the liver (segment vii) performed on (B)(6) 2013. According to the complainant, once the procedure was completed and the electrode was withdrawn, a third degree puncture burn was noted at the site of the electrode. The burn was treated and, following the treatment, the patient's condition was reported to be stable. The patient was also given morphine for the pain associated with the burn. It was also reported that a p4 error message (high current ¿ pad 4) was received sometime during the procedure. However, the error was resolved and the procedure then continued. There is no alleged malfunction of the grounding pads used during the procedure. Additional information: it was reported that the duration of the procedure was 1 hour and 20 minutes, but roll-off was not achieved.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system was used during a radiofrequency ablation (rfa) procedure in the liver (segment vii) performed on (B)(6) 2013. According to the complainant, once the procedure was completed and the electrode was withdrawn, a third degree puncture burn was noted at the site of the electrode. The burn was treated and, following the treatment, the patient's condition was reported to be stable. The patient was also given morphine for the pain associated with the burn. It was also reported that a p4 error message (high current - pad 4) was received sometime during the procedure. However, the error was resolved and the procedure then continued. There is no alleged malfunction of the grounding pads used during the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system was used during a radiofrequency ablation (rfa) procedure in the liver (segment vii) performed on (B)(6) 2013. According to the complainant, once the procedure was completed and the electrode was withdrawn, a third degree puncture burn was noted at the site of the electrode. The burn was treated and, following the treatment, the patient's condition was reported to be stable. The patient was also given morphine for the pain associated with the burn. It was also reported that a p4 error message (high current ¿ pad 4) was received sometime during the procedure. However, the error was resolved and the procedure then continued. There is no alleged malfunction of the grounding pads used during the procedure. Additional information: it was reported that the duration of the procedure was 1 hour and 20 minutes, but roll-off was not achieved.